Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) has not received the mcs tip cover accessory or the mcs instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that mcs tip cover accessory fell inside the patient. The mcs tip cover accessory was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the mcs tip cover accessory to fall inside the patient.

Event description:
It was reported that at the start of a da vinci-assisted surgical procedure, there was a loss of the sheath from the monopolar curved scissors (mcs) instrument and fell inside the patient. The fragment was retrieved during the same surgical procedure. The instrument was replaced and the procedure was completed. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts and obtained the following additional information: it was confirmed that the instrument was inspected prior to use. There was no report of additional anesthesia and no patient injury or harm. Furthermore, the patient has not returned due to post-operative complications as of date of this report.